Event description:
It was reported that the patient had an attack of her trigeminal neuralgia and had to turn up stimulation to 5-6 v when she usually would use 2-3 v. The patient couldn't feel the stimulation due to the pain being stronger than the stimulation during the attack. After the attack ended the patient had stimulation set too high, and stated it felt like electric shocks through her head. The patient did not have her patient programmer available to decrease or turn off stimulation. The patient stated every 'bump' is like a jolt of electricity through her head due to her condition. The patient reported pain due to the stimulation. The patient could not bend over 'due to the wires in her head' and stated bending over could cause an attack. The patient's attacks usually occurred on the right side and pain was worse on the left side. The day after initial report the patient still had stimulation set high but was planning on seeing a health care professional within two days. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4); product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3550-29, lot# n214160, implanted: (B)(6) 2010, product type accessory; (B)(4).